Event description:
There was an allegation of questionable ise indirect gen.2 chloride results for one patient from the cobas integra 400+ analyzer. The results were 124 meq/l, 122 meq/l, and 136 meq/l with a data flag. None of the results were believed to be correct. No results were not reported outside of the laboratory. The electrode lot number in use at the time of the event was 21514647. The expiration date was requested but was not provided.

Manufacturer narrative:
The customer recalibrated, but the calibration failed. Another calibration was performed and was successful, but quality control was out of range. The customer found there were crystals on the cap and tubing for the ise reference fluid that she cleaned up. The field service engineer found there were broken ise contacts and an issue with the preamp printed circuit board (pcb). He replaced the broken ise contacts and the pcb, and changed the chloride electrode. Calibration and qc were then acceptable. The patient sample in question was repeated after the service actions with a result of 105 meq/l. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc data prior to the event were acceptable. The investigation determined the service actions resolved the issue.